Event description:
The patient contacted animas on 01/27/2012 reporting that the keypad buttons were intermittently responding to button presses, requiring multiple hard presses to respond. The patient confirmed that there was no damage to the keypad and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation that the pump keypad was malfunctioning.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the up and down buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim.